Event description:
It was reported that a patient experienced a bad episode of secondary bleeding immediately following a replacement procedure of an implanted device. The device was replaced due to normal battery depletion. The device was implanted subfascial (under fascia/muscle). The physician had to open the incision again to stop the bleeding by coagulation, and abdominal surgery. Following the procedure, the next morning, the patient felt better and had no further issues.

Manufacturer narrative:
(B)(4).